Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-08046. It was reported the stimulation would turn off when the strength was increased. X-rays were taken and showed the leads have migrated. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-08046. Follow up information identified the patient underwent surgical intervention on 12/01/2017 where the scs system was removed and replaced. The issue has been resolved.